Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, insufficient or incorrect reprocessing scope, switches leakage, protector was aged, light guide tube leaking, insertion tube wrinkled/cracked, adhesive part on the bending rubber aged, angles insufficient, and objective lens scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis lucera elite colonovideoscope, the scope air/water supply was insufficient due to incorrect or insufficient reprocessing of the scope. It was reported that the procedure was completed using similar device with no delay. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing methods that differed from the instructions for use (IFU). This then caused the nozzle to become clogged with foreign material. Device handling in accordance with the following IFU enables the user to reduce/prevent occurrence of the suggested event: "reprocessing manual_manually cleaning the endoscope and accessories_ flushing detergent solution into the air/water channel¿. Olympus will continue to monitor field performance for this device.